Event description:
The customer reported a loudspeaker error with the system. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting address state (B)(6).

Manufacturer narrative:
Multiple attempts were made to obtain an evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.